Event description:
It was reported that an ilet user experienced an alert stating ¿dosing stopped, connect cgm or enter bg¿ while the dexcom g7 app continued to display glucose values, indicating signal loss between the cgm and the ilet with dosing suspended. Symptoms included hyperglycemia, with a reported blood glucose of 401 mg/dl, while the user felt well. Outcomes included temporary interruption of automated insulin dosing. Investigation included remote troubleshooting and user education, including manual bg entry into the ilet, bluetooth disablement on the phone, cgm type toggle, and sensor code re-entry to reestablish pairing. Investigation of this case revealed a communication disruption limited to the ilet interface while the dexcom app maintained readings, consistent with signal loss to the pump controller without sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was a communication/pairing issue between the cgm and the ilet.